Event description:
It was reported that a patient had a leak during peritoneal dialysis (pd) therapy. The customer stated that the liquid could not be stopped from the transfer set, even after closing the clamp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection and clamp function test found that the occluder feet were broken. There was no white spot that would indicate over-torquing. Leak and clear passage testing were performed with no issues noted. The sample was confirmed for the reported problem, but the root cause was undetermined.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A follow-up report will be filed if additional information is received.